Manufacturer narrative:
G4: 13jan2020. B4: (B)(6). The customer confirmed the reported touchscreen failure. The manufacturer's international service technician reported that the customer looked for a third-party company to repair the ventilator. No part(s) replacement was provided. The ventilator is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a screen failure. There was no patient involvement.